Manufacturer narrative:
The device remains implanted in the pt. The device in question will not be returned to boston scientific for further investigation as it was implanted into the pt.

Event description:
It was reported the physician had made four unsuccessful attempts to deploy the coil into nidal branch of an arteriovenous malformation (avm) located in the distal superior cerebellar artery (sca) during a pre-operative avm embolization procedure. As a result, the decision was made to remove the coil. Upon removal of the coil, it reportedly detached in the microcatheter. A guidewire was used to "push out" the detached coil, and the coil reportedly "perforated the pt's vessel". Extravasation was visualized, and the coil appeared to be in subarachnoid space. The procedure was completed with onyx liquid embolic, and the pt was immediately admitted operating room (or) for the previously scheduled avm resection. The pt is reportedly okay.